Manufacturer narrative:
Additional information: the stent was being positioned to be deployed and when the unexpected deployment occurred. The delivery catheter did not become stuck when removing. The delivered stent did not completely cover the lesion. No injury to patient, an additional stent was placed to cover the lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a protégé everflex device to treat a moderately calcified 100mm fibrous lesion chronic total occlusion (cto) in the proximal superficial femoral artery (sfa). The vessel diameter was 5mm and little tortuosity was reported. There were no abnormalities reported in relation to anatomy. A 6fr non medtronic sheath and a non medtronic 0.035 guidewire was used in the procedure. The lesion was predilated using a 3 x 120 pta. There was no damage to the device packaging and no issues when removing the device from its packaging. The device was prepped per IFU with no issues. The device did not pass through a previously deployed stent. No resistance was encountered during advancement of the device and excessive force was not used. It was reported that the stent deployed early in an unintended location and the distal end of the lesion was not fully reached. The short stent was re-sected and the lesion was completely covered. There was vessel spasm and vessel damage/injury.